Event description:
Additional information was received, indicating the device was programmed on (B)(6) 2017, setting the egm on, resulting in normal increased battery drain. On (B)(6) 2018, the physician noted that the device was in backup mode. Technical services reviewed session records and noted that the device was in backup mode due to normal end of life (eol). The device was explanted on (B)(6) 2018 and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following programming changes to the device, premature battery depletion was suspected. The device was explanted and replaced to resolve the event, and the patient was stable with no adverse consequences reported.